Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that customer had high blood glucose level. Blood glucose at the time of event was 564 mg/dl. Insulin pump had crack at the back of the battery cap area. Customer use auto mode feature at the time of high blood glucose event. The insulin pump will be returned for analysis. Frn-unk-rsvr, unomed inf set.